Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope displayed error code e315. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the information provided from the investigation, the malfunction of error message e315 was confirmed. The most likely cause can be attributed to moisture or water invaded the scope causing damage in the image sensor unit and the internal connector board. However; a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.